Manufacturer narrative:
The initial MDR 3010157426-2024-00141 was missing the model in d4.

Manufacturer narrative:
A spacelabs product support specialist reviewed the xhibit telemetry receiver (xtr) logs and identified that the xtr had self restarted and upon the restart was unable to reconnect to the network. A spacelabs field service engineer went on site to inspect the xtr and determined that the software had become corrupted. The cause of corruption could not be determined. Cause of failure could not be established.

Event description:
The customer reported that while monitoring telemetry patients, several channels went offline. There was no patient or user harm associated with this event.